Event description:
Caller reports that during a (B)(6) study, the following coaguchek xs 1/coaguchek xs 2 results were obtained: 1) 4.8 inr/2.0 inr 2) 2.3 inr/1.6 inr 3) 3.9 inr/2.2 inr 4) 6.6 inr/3.1 inr 5) 5.4 inr/3.0 inr 6) 4.5 inr/2.2 inr 7) 7.1 inr/2.6 inr 8) 6.2 inr/3.6 inr 9) 3.4 inr/1.8 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 21333312, expiration date 09/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 2.